Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm; model: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort around the extension hub. It was also noted that several contacts were out. The patient underwent a revision procedure wherein the extensions were replaced. No device malfunction suspected. The patient was doing well postoperatively.